Manufacturer narrative:
H.6. Investigation: to aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Within one of the pictures, a droplet can be observed along the plunger rod component. Within the other picture, no defect can be identified. Based on the picture samples, leakage can be confirmed; however, blunt point cannot be detected. As provided lot number 2006400 is invalid for material (B)(4), a review of the production history records could not be completed. It is possible that leakage resulted from damage to the plunger lip component. This type of damage cannot be confirmed through the picture sample alone. Leakage testing is performed each shift; therefore, the risk of this defect is very low. In regards to blunt point needle, during the assembly process, an in-line camera system inspects all product for signs of defect and automatically rejects any faulty product. Cannula point condition is tested every thirty minutes and a penetrability test is performed for each lot released.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 leaked past the plunger during use. The following information was provided by the initial reporter: "1. The 1st needle was ¿blunt¿ and would not penetrate the patient¿s skin so was discarded after a number of attempts. 2. The second dose was drawn up and the product was lost behind the plunger within the barrel and was therefore not suitable for use (leaking onto hand also)".

Manufacturer narrative:
The reported lot # 2006400 was not found for the reported catalog # 305832. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 leaked past the plunger during use. The following information was provided by the initial reporter: the 1st needle was ¿blunt¿ and would not penetrate the patient¿s skin so was discarded after a number of attempts. The second dose was drawn up and the product was lost behind the plunger within the barrel and was therefore not suitable for use (leaking onto hand also)."